Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Unique device identifier (UDI) is unknown because the part and lot numbers were not provided. The device was returned for analysis. The reported difficult to position and difficult to remove were able to be confirmed. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The xience alpine referenced in describe event or problem and concomitant medical products was filed under MFR # 2024168-2017-06913.

Event description:
It was reported that a 2.5 x 33 mm xience alpine otw drug-eluting stent (des) system was advanced over an abbott guide wire without difficulty, for treatment of an unspecified lesion. When attempting to position the xience alpine stent delivery system (sds), it was noted to be stuck on the guide wire and was also difficult to retract from the lesion. Both the xience alpine sds and guide wire were withdrawn as a single unit, through the guiding catheter, without further reported issue. Once removed, it was noted that a stent strut was fractured. There was no reported adverse patient sequela or a clinically significant delay in procedure. An unspecified stent was implanted to treat the lesion. No additional information was provided.